Manufacturer narrative:
This report is submitted december 19, 2016.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. Reprogramming attempts were made and the patient was able to continue use of the device. The implanted device remains and the patient will continue to be clinically monitored by their healthcare provider.

Manufacturer narrative:
This report is filed on may 19, 2017.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017, the patient was re-implanted with a new device during the same surgery. This report is filed on march 31, 2017.